Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. Medical records were received and reviewed by the post market surveillance dept. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hosp on (B)(6) 2014, due to shortness of breath. The patient did not dialyze on (B)(6) 2014, prior to the admission. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. Upon admission, the patient was diagnosed with large right-sided pleural effusion and hyperkalemia. On an unk date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis due to transudate found in the analysis of the pleural effusion fluid collected during the thoracentesis on (B)(6) 2014. As of (B)(6) 2014, the patient continues to be admitted to a hosp, the patient continues hemodialysis therapy, the patient continues to display signs and symptoms of pleural effusion, and it is unk if the patient continues to have hyperkalemia.